Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech for evaluation on 23-feb-2026. The returned device's visual inspection and screening test were performed following johnson & johnson medtech procedures. Visual analysis revealed reddish material and a hole on the surface of the pebax. A screening test was performed, and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit on the tip area. In addition, the adhesive in the tip section was inspected, and it was correctly applied. A manufacturing record evaluation was performed for the finished device and no internal actions related to the reported complaint condition were identified. The error 106 could be related to the high force reported by the customer; therefore, the complaint was confirmed. The potential cause of the open circuit cannot be determined. The product instructions for use contain the following information that should be considered: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with the tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. The blood inside of the pebax was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. For the damage on the pebax the catheter instruction for use (IFU) contains the following warnings and precautions: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿blood inside the chamber of the catheter¿ issue. In addition, biosense webster inc. Analysis finding of the ¿reddish material and a hole on the surface of the pebax¿. -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer¿s reported ¿erratic force numbers, jumping up and down. Getting high force¿ issue. In addition, biosense webster inc. Analysis finding of the open circuit on the tip area. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the surface of the pebax. Erratic force numbers, jumping up and down. Getting high force. No errors seen on the carto system. Took catheter out of body and noticed there was blood inside the chamber of the catheter. Replacing the catheter resolved the issue. No patient consequence reported. No patient consequence reported. Additional information was received. Aglis sheath used; however, unsure on the curve size. Did not report any difficulty experienced while maneuvering the catheter or during the withdrawal. Unsure if catheter pebax was physically cracked/broken. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 06-mar-2026 reddish material and a hole on the surface of the pebax. The event was originally considered non-reportable, however, bwi became aware of a hole on the surface of the pebax on 06-mar-2026 and have assessed this returned condition as reportable.